Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had fault # 108 (isolation dsp cbit failure fault). Gfe was completed to get additional details but customer not requested for getinge service. So, service was not provided as there was no commitment from the customer on service support. There was patient involvement but no harm reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has error 108. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.